Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported rupture of the right device, diagnosed by an MRI. Device remains implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation results: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive.observed broken striated on radius side assessed as surgical damage. Additional observations: ¿ red particles on the surface of the shell. No further actions are required as the device was implanted. Additional, corrected and/or changed. Data: d.9, h.3, h.6.

Event description:
Patient has reported rupture of the right device, diagnosed by an MRI and later reported "irritating scar conditions axillary", diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.